Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Pump passed the displacement test and a21 error test. No a21 alarm noted. Pump received with cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and stained end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.